Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No manual bolus anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer was unable to deliver a manual bolus. The customer stated that the act button did not confirm the quantity of units. The customer received a weak battery alarm as well. The customer's blood glucose was 5.9 mmol/l. The customer inserted a new battery, but the issue persisted, and they were still unable to confirm the quantity of units to deliver the manual bolus. The customer explained that later on the insulin pump began working again and that they were able to deliver a manual bolus. The customer described that there was a crack at the battery compartment. The insulin pump was not bumped or dropped. The customer was unaware of how the damaged occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.